Event description:
During an ablation procedure, the introducer became detached and separated in the patient. Upon insertion of a catheter into the sheath, the catheter was advanced to the coronary sinus, and then removed. The sheath was aspirated and flushed with normal saline, then removed from the patient without any resistance, but only half of the sheath came out of the patient. A cut-down was performed to remove the detached portion of the sheath from the patient. The patient developed a left groin hematoma following the procedure which was evacuated to stabilize the patient.

Manufacturer narrative:
The results of the investigation concluded that the sheath had been cut, and the proximal portion of the sheath tubing was stretched and kinked. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the device detachment is consistent with damage during use.